Event description:
It was reported that the patient had their system monitor and patient cable for the power module exchanged with a self test performed. The patient complained of beeping a week later in clinic but nothing was seen on the system controller. The patient was also concerned about low voltage alarms. They presented to the clinic with intermittent low voltage alarms. The system monitor intermittently showed "not receiving data" and it seemed to happen more when the patient leaned back with their system controller in the holster. It was suspected these low voltage alarms were due to an issue with the white power lead. The log files were reviewed and found frequent occurring pulsatility index (pi) events. There were no unusual low voltage alarms captured during this period but there were some fluctuations in the recorded relative state of charge (rsoc) values while connected to the patient cable. These events were possibly due to the white power lead and the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged and the issues resolved. The system controller was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller not communicating with the system monitor, and producing low voltage alarms were confirmed. The system controller (serial number: (B)(6) was returned for analysis. Log files were submitted for review and data from the reported event date of 31jul2024 was reviewed. Intermittent atypical power cable disconnect alarms were active while connected to the power module. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) underwent preliminary and functional testing and did not pass. Upon connecting the system controller with the system monitor, the reported event of no communication between the system controller and system monitor was confirmed. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. It was found that upon manipulation, the orange (communication), blue (motor current out), brown (relative state of charge), and red (digital ground) conductors of the white power lead were measured as an open loop, and therefore not connected from end to end. The orange conductor corresponds with the communication wire of the system controller. This orange wire being severed is consistent with the reported event of no communication between the system controller and system monitor. The blue, brown, and red conductors being damaged is consistent with the reported low voltage alarms. The reported issues of the system controller being unable to communicate with the system monitor, and low voltage alarms were reproduced. The system controller power leads were replaced with a pair of test power leads in order to complete testing. The system controller was able to communicate with the system monitor. The system controller was able to run a mock loop for an extended period. No further troubleshooting was performed. The root cause of the reported event was determined to be associated with multiple conductors being broken; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. The device history records were reviewed for the system controller (serial number: hsc-110131) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.